Manufacturer narrative:
Based on the completed investigation, the root cause of the reportable malfunction could not be definitively determined. The event 11 is detectable/preventable by handling the device in accordance with the following IFU. Evis exera ii duodenovideoscope olympus tjf type q180v operation manual chapter 3 preparation and inspection. Evis exera ii duodenovideoscope olympus tjf type q180v reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material on the forceps elevator. There was no patient involvement.